Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The photographs below demonstrate the following significant findings: 1. Image 1 (B)(6) 2023. This photograph appears to be the same eye as in image 4 but at a lower magnification. This photo does not reveal any additional information. 2. Image 2 (B)(6) 2023. This photograph presents a monofocal pciol (posterior capsule intraocular lens) visible through an un-dilated round pupil at moderate magnification. The anterior iol surface has opacities in a reticular vertical pattern slightly temporal to the visual axis. The appearance of these opacites likely represents lens epithelial cell on-growth (lecog). 3. Image 3 (B)(6) 2023. This photograph appears to be very similar to image 2 but at a slightly different angle of the slit beam. This image does not reveal any additional information. 4. Image 4 (B)(6) 2023. This photograph presents a monofocal pciol visible through an un-dilated round pupil at moderate magnification. Anterior iol surface opacification is visible in a 360 degree pattern in the periphery and a fibrous strand mid-central slightly inferior. The appearance of these opacites likely represents lens epithelial cell on-growth (lecog). The manufacturer internal reference number is: (B)(4).

Event description:
A other health professional reported that following an intraocular lens (iol) implant procedure, after 6 months, the patient had anterior pseudophakic lens opacification. The patient had presented with rebound iritis post operatively. Additional information has been requested.

Manufacturer narrative:
The provided photos were evaluated. The findings likely demonstrate lens epithelial on-growth (lecog) in both eyes although not identical in appearance. It can not be determined if this opacification has visual significance or not. No root cause for the anterior capsule on-growth can be ascertained from the images. The root cause could not be determined for the reported events. It can not be determined if this opacification has visual significance or not. No root cause for the anterior capsule on-growth can be ascertained from the images. Not enough information was provided by the reporter for further investigation. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).